Event description:
It was reported that the patient presented for an MRI. The patient was put into MRI mode and after MRI was re-interrogated and telemetry was locked out and displaying incorrect measurements for the battery. No intervention was performed. The patient was in stable condition.